Event description:
It was reported that while attempting a ptca procedure in an obtuse marginal artery with a total occlusion, the first guide wire used would not cross the lesion. Following this, a second wire was placed, however, the procedure was terminated because the balloon catheter would not cross the lesion. There were no reported complications at this time. The pt returned to the lab approx 4 mos later and underwent a diagnostic coronary angiogram. What appeared to be a guidewire was observed in the om branch extending into the aorta. The fragment was removed surgically. The pt is doing well.

Manufacturer narrative:
Evaluation summary: (follow-up #2): the user has reported a different part number than the one originally reported to guidant. Quality engineering was unable to confirm the correct part number due to the small section of the guide wire that was returned.